Event description:
The right ventricular (rv) lead was returned to the manufacturer with no reason for replacement. The lead was analyzed and tested out of specification. Follow up determined that the lead was explanted and replaced due to no pacing and suspected lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product ID# 4965-25 a proximal portion was received measuring 7 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo, visual summary analysis of the lead was performed only. Product ID: addr01, implanted: (B)(6) 2007; product ID: 4965, implanted (B)(6) 2002. (B)(4).